Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02766, 0001825034-2023-02767. G2: australia. H10: cat#: 11-104252 / mlry-hd hexlc acet shl 52mm / lot #: 856850. Cat #: 163130 / 28mm mod hd ceramic -5mm nk / lot #: 25841t. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately ten years post implantation due to liner wear and instability. During the procedure, it was noted that the femoral component was well fixed, the trunnion was in great condition, and the cup was well fixed and difficult to remove. The shell, liner and head were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner to show wear as reported around the rim, damage to the ceramic head with wear from hitting on the cup. The cup doesn't show any signification damage. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: advanced liner wear of the left hip arthroplasty with eccentric femoral head position. The event was confirmed based on the evaluation of the provided medical records and provided images. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.